Event description:
It was reported that the patient presented for a follow up visit and the implantable cardioverter defibrillator (ICD) indicated it was at end of life (eol). Three months prior, the device indicated it was at recommended replacement time (rrt). The customer expected longer time between rrt and eol. Of note, the patient indicated that the device alert tone had not been heard. When the device was interrogated prior to change out, the battery showed that an electrical reset had occurred and as a result, there was no device information in memory, and no wireless telemetry available. The ICD was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up visit and the implantable cardioverter defibrillator (ICD) indicated it was at end of life (eol). Three months prior, the device indicated it was at recommended replacement time (rrt). The customer expected longer time between rrt and eol. Of note, the patient indicated that the device alert tone had not been heard. When the device was interrogated prior to change out, the battery showed that an electrical reset had occurred and as a result, there was no device information in memory, and no wireless telemetry available. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: : product ID: 694965, implantable tachy lead, implanted: (B)(6) 2006. (B)(4).